Event description:
Approximately thirteen months after the coil embolization procedure, the patient under went a second embolization procedure to treat a reoccurrence of the aneurysm. Seven coils were successfully implanted and no clinical consequence was reported.

Manufacturer narrative:
The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. A review of the labeling found that the directions for use notes that multiple procedures may be required to occlude an aneurysm. Therefore it was determined that the reported event was an anticipated procedural complication.

Event description:
Approximately thirteen months after the coil embolization procedure, the patient under went a second embolization procedure to treat a reoccurrence of the aneurysm. Seven coils were successfully implanted and no clinical consequence was reported.